Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented for implant procedure. During surgery, the ventricular leadless pacemaker (lp) exhibited poor numbers after fixation. The lp was removed and a different lp was used to complete the procedure. The patient was discharged following the procedure.

Event description:
It was reported the patient presented for implant procedure. During surgery, the ventricular leadless pacemaker (lp) exhibited poor capture threshold after fixation. The lp was removed and the helix was found stretched with tissue stuck to the helix. A different lp was used to complete the procedure. The physician suspected the lp and delivery catheter had gone through the leaflet of the tricuspid valve and surgical valve repair was performed. The patient was discharged following the procedure.